Event description:
It was reported that the pump touch screen was missing pixels which affected the customer¿s ability to interact and/or read the pump screen. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.